Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the device was returned, analyzed, and the analysis revealed no anomalies found.

Event description:
It was reported that at the device changeout procedure, the chronic, competitive right ventricular lead had normal measurements through the analyzer but when connected to the device the impedance was not in measurable range and there was no pacing or sensing. It was confirmed that the set screw was not functional. The device was replaced. No patient complications were reported as a result of this event.